Event description:
A customer reported encountering a cgm error labeled as error 42 with their device. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the customer received instructions on performing a complete pump reset. Following the reset, the error did not reoccur, and the customer was able to successfully start their sensor session, resolving the issue.